Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a loss of capture and loss of sensing were observed on the right atrial (ra) lead. Diagnostic imagining confirmed the ra lead had become dislodged. No intervention was performed as the physician noted the dislodgement was not causing harm. The patient was stable and will continue to be monitored.